Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced difficulty with pumping the device as the pump is hard. After the initial activation, the physician and patient attempted to pump the device but were unable to fully operate it. The patient was able to obtain a semi-erection but was not enough for penetration. Although the patient is able to deflate the device, a slight erection occurs without pumping. The physician recommended that the patient receive further education on the device. There has been no surgical intervention, and no patient complications were reported.